Manufacturer narrative:
Investigation: customer returned photos of a 1/2cc, 12.7mm, 29g syringe with a poly bag from lot # 9007779. Customer states that the cannula was damaged before use. The attached photos were examined and exhibited a broken barrel tip. A review of the device history record was completed for batch# 9007779. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that prior to use it was discovered that the cannula was damaged with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: the cannula was damaged before use.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the cannula was damaged with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(4) to english: the cannula was damaged before use.